Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when opening the product noticed there is a dark/black ring on the inside of the dispensing spike. When we tried to rub on it with a paper clip it came off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Ninety-seven (97) were submitted to the manufacturer for evaluation. Through visual examination, foreign matter inside the short-vented piercing pin was not observed on any of the received samples. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. Based on the investigation, the reported defect could not be observed. The complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.